Event description:
Information received from the field notes that that the device was in back-up operation, pacing at 67.5 ppm in vvi mode. The patient was pacemaker dependent and since the device was suspected as being near eri, it was replaced. The device had not been checked since implant.

Manufacturer narrative:
The pulse generator was received approximately 4.11 years after explant.